Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the internal hlc batteries were normally depleted from a lack of maintenance. The charge-pak assembly should be replaced every two years to provide the proper trickle charge to the internal hlc batteries.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no report of any patient use associated.